Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a new pump user experienced hyperglycemia after a meal, with cgm indicating high glucose and a confirmatory blood glucose meter value of 451 mg/dl. Troubleshooting of insulin delivery did not reveal any device issues. The user was advised that the algorithm was early in its learning period and to allow time for glucose correction. Later, the family reported continued high glucose and planned to charge the pump and reconnect it due to a low battery. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms reported. Education was provided on pump operation and expectations during initial use. Investigation activities included technical troubleshooting by phone and user education. The investigation revealed no confirmed device malfunction and no identified component failure. The hyperglycemia was of unclear cause in the setting of initial pump use and low battery, which required device charging and reconnection. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.